Event description:
It was reported that the patient experienced low glucose readings on a dexcom g7 continuous glucose monitor (cgm) and confirmed with a fingerstick of 85 mg/dl and was advised by the agent to treat with oral glucose. Investigation included technical assessment through troubleshooting and user education. Further investigation of this case revealed no reproducible device malfunction identified during troubleshooting. There was no user associated symptoms reported for hypoglycemia. Outcomes included the need for user remedial action with oral carbohydrate intake. It was concluded that, based on previously established findings for similar reports, the cause of the hypoglycemia was unclear and that the event was managed with standard treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.